Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the cable connecting ECG ¿c¿ to ECG "d" was cut, damaging all wires within the connector. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.